Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable see section d for any product information received. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address poly wear and pain. It was stated that the patient was revised in 2004. Address of hospital and surgeon is unknown. It was also stated that the patient has srom stem in place, well fixed. They removed the troch plate and wires and also removed liner and cemented in a depuy liner, also they changed out the head. Update 5/30/2017 it is noted that the cup and liner were competitor products, and that the surgeon, when revising the liner, cemented a depuy liner into the competitor cup, an off-label use of the depuy product.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.